Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with bolus from the pump. The customer reported ip test failure alarm. The customer stated alarm did not occur during rewind/prime sequence. The self-test passed. Customer declined to troubleshoot for high readings. The product was not returned for analysis.